Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was performed and no issues were identified. Customer declined further troubleshooting to resolve the issue. Customer¿s blood glucose level was 127 mg/dl.